Event description:
On 9/29/99 account obtained an axsym ethanol result of 0.0 mg/dl. The sample was repeated and was >300 mg/dl. The sample was diluted and repeated and 350.0 mg/dl. There was no impact to pt management. No injury reported.